Event description:
The customer reported that he was taken to the emergency room for low blood glucose and released. The blood glucose reading at time of the call was 40 mg/dl. Troubleshooting was performed. The customer stated that he had done yard work for about two hours prior to incident. The customer stated that he was not alert when his wife and daughter found him and paramedics were called. Reviewed priming techniques and insulin concentration and they were correct. The programming on the insulin pump was correct. The status screen units matched to the amount of insulin left in the reservoir. Ran a displacement test and the device passed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.